Event description:
It was reported that the health care professional (hcp) requested review of two previous non-sustained ventricular tachycardia (nsvt) episodes for the patient with this pacemaker. Technical services (ts) reviewed, noting a small drop in the right ventricular (rv) pacing percentage and a low r wave amplitude. Further review of stored episodes, revealed noise that had the appearance of myopotential oversensing, this resulted in pacing inhibition that led to asystole. Ts recommended programming optimization to a fixed value less sensitive than the noise. This pacemaker remains in service. No additional adverse patient effects were reported.